Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (dso) downstream occlusion seal and buckled upstream seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an unknown. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had unattached dso downstream occlusion (dso) seal. Seal. The event occurred during testing.